Event description:
According to the reporter: the device vibrated resulting in a poor coagulation. The instrument handle became hot but was used for the reminder of the procedure. Procedure: gynecological.